Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently stopped delivering insulin. There was no reported adverse impact to the customer. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, the customer did not respond.